Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer reported that the no delivery alarm kept recurring. The customer's blood glucose was 140 mg/dl at the time of incident. The customer's blood glucose was 144 mg/dl at the time of call. The customer stated that the insulin did exit during fixed prime. The customer stated that they were able to clear the no delivery alarm. The insulin pump will not be returned for analysis.